Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (power supply connector problem) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick and liquid contamination on the battery pca. The root cause for the defective power supply brick could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor returned charger/modem (B)(4) and reported that there was a problem with the chargers power supply connector.